Event description:
It was reported that during a sigmoidectomy procedure, an error noise sounded and the blade broke. The broken piece was already removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.